Event description:
Customer stated "the spring-loaded latches on the backrest of the rollator are broken. Stated that it no longer locks the backrest into place.".

Manufacturer narrative:
It was reported that the latches for the backrest on the rollator were not functioning as intended ("the spring-loaded latches on the backrest of the rollator are broken. Stated that it no longer locks the backrest into place"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.